Manufacturer narrative:
Added: d3, e4. Patient-device interaction/major bleed: the root cause of the access site adverse event was not determined due to insufficient clinical details.

Event description:
A 56-year-old male underwent high-risk percutaneous coronary intervention (hrpci) with impella cp support for a pre-support clinical state consistent with scai shock stage d. The impella cp was percutaneously implanted via femoral arterial access. During the procedure, the patient was on anticoagulation therapy with heparin boluses; details regarding anticoagulation monitoring were unknown. While the introducer sheath remained in place, access site bleeding manifested as a hematoma at the femoral arteriotomy/vessel. Due to the access site bleeding, the impella device and introducer were removed, and hemostasis was achieved following device removal. The estimated blood loss was unknown. The patient survived the event and was stable at explant. Bleeding is consistent with access site complications as a result of large bore femoral procedures and the anticoagulation and purge requirements associated with impella support. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.